Event description:
Medtronic received a report that during the initial part of the navigation, the customer felt resistance when inserting the phenom plus catheter inside the fubuki 8f. For this reason, the physician decided to withdraw the phenom plus and he found it crumpled. The doctor also decided to remove the fubuki catheter, noticing significant kinking. This deformation of the fubuki was blamed as the cause of the rupture of the phenom plus by the doctor. For this reason the guiding catheter was changed and a new phenom plus was opened. There were no other problems with this access. At the end of the procedure, during the final checks, a radiopaque marker was noted in the left media area associated with the tip of the phenom plus used initially. This marker did not cause any problems for the patient and was left in place. There was catheter resistance in the distal section. There was catheter rupture with angio. The catheter was broken. The rupture was in the distal section. There was friction or difficulty during delivery. Aside from the rupture, th ere was additional damage to the distal section of the catheter. The marker band was dislodged.  The catheter tip was not shaped. The marker band remains in the patient's left media artery. There was no surgical or medicinal intervention catheter. The catheter was kinked in the distal section. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for aneurysm embolization by flow diverter. It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery. Ancillary devices include an asahi fubuki 8f guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.